Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The nurse reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The nurse stated that the patient was in the hospital due to the pump's failure. The nurse stated that the patient was given more insulin than needed. The nurse also stated that the motor is making a sound. The customer will be sent a replacement pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.